Event description:
Patient experiencing numbness at the treatment site 5 weeks after treatment. Mecobalamin and neurotropin were prescribed. Symptoms were resolving.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Altered sensation in and around the treatment area is a known side effect expected to resolve over time without medical intervention or resulting in permanent injury or impairment. This event is being reported as an MDR due to prescribed medications.